Event description:
The customer reported to vyaire medical that the vela ventilator touch screen was unresponsive. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical identification: (B)(4). The suspect device/component was not returned for evaluation. Therefore, no root cause could be determined. Furthermore, part number and pricing provided. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.